Manufacturer narrative:
H10: this reported event was investigated through the tsc troubleshooting process. The customer report of the device failing preventative maintenance was determined to be a training issue. The customer report of the lvp device failing during preventative maintenance was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. The customer report of the device failing preventative maintenance was determined to be a training issue. Per product risk assessment document (B)(4) , no ra is deemed necessary. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that a few pump modules failed preventative maintenance during rate accuracy testing. Resolution: had the biomed restart the system and following the system maintenance user manual of turning on the 8015 manually into maintenance mode before connecting to the program. Explained that if they just connects the 8015 with a regular startup, the factory test data points would not be loaded. Had biomed do a pm and unit passed with no errors during rate accuracy. Failure problem type: v10.19.